Manufacturer narrative:
According to the police report, the end user was struck by a "hit and run" driver. No malfunction of motorized wheelchair suspected. Hoveround's owner's manual advises end users to not operate motorized wheelchair on the roadway or public streets.

Event description:
According to the police report, end user was crossing the roadway in a crosswalk while driving the motorized wheelchair and was struck by a motor vehicle. As a result of the incident, the end user sustained a fractured leg and required surgery.